Event description:
It was reported that an incident occurred with the over mattress sensor pad where the cord was left on the floor unraveled. A visitors foot got tangled on cord, and the visitor fell. The visitor experienced a fractured hip. The patient had surgery to repair the fracture in 2008. The patient is in this facility and is recovering just fine. The pad didn't fail to alarm and is not damaged and they are using it on another bed. They velcroed the excess cord to the rail of the bed.

Manufacturer narrative:
Incorrect care/use of - (other) - the user is not returning the product as there was no product malfunction and are still using the product. Posey does provide sensor pads with shorter cords for these types of situations.